Manufacturer narrative:
MDR (B)(4)/ initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site:8021545.

Event description:
It was reported that the patient faced infusion set adhesive issues, since patient reported plastic piece of cannula that peeled up and patient also experienced body stiffness, anxiety, difficulty to stand, difficulty walking and unintentionally speaking.